Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer did not call in at the time of the reported issue, therefore, no troubleshooting was able to be performed. Customer's blood glucose level was not impacted.